Manufacturer narrative:
No device evaluation can be performed since the device is not returning. The subject device was discarded by the user facility. The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. DHR review for this lot found no associated ncrs (nonconformance's), reported scrap or recorded process deviations relating to the reported failure. The observed failure is a known phenomenon likely resulting from inadvertent movement of the device distal tip potentially out of sight causing potential stress to be placed on the distal end. IFU (instruction for use) : on page 4 of the device IFU (p9100501-001_af), it states: "keep the device tip in sight during use. Inadvertent activation or movement of the device outside the field of vision may result in patient injury. If visualization of the treatment site or device is lost during the procedure, stop activation immediately. Do not proceed until visibility is restored." Olympus will continue to monitor complaints for this device.

Event description:
As reported, the tip of the instrument came off in the middle of the procedure. It was removed from the patient without any injury. The instrument was only used for about 10 minutes. The intended procedure was a therapeutic tlh ( total laparoscopic hysterectomy ). The procedure was completed using another instrument. There was no patient harm or injury reported due to the event. No user injury reported.